Manufacturer narrative:
Additional information : the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and hole in the tubing was observed. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cut was observed in the tubing of five (5) clearlink system, non-dehp continu-flo solution sets and subsequently a leak occurred. This issue was identified during patient infusion ("chemotherapy, blood products and or non-chemotherapy products"). There was no report of patient injury or medical intervention associated with this event. No additional information is available.